Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual inspection noted all of the setscrews were in the up, or fully retracted position. Each setscrew was tested and found to move freely. The v ring retainer ring was pushed upward, as if the setscrew were excessively loosened. The v tip retainer ring was pushed upward very slightly. The top of that setscrew was damaged. The damage appears consistent with a wrench inserted at an angle and then turned. This resulted in the rounding out of the hexslot. Next, the device was exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this device and right ventricular lead were explanted due to loss of capture. During the revision, the physician encountered a setscrew anomaly which he indicated might have been a contributor to the loss of capture. No adverse patient effects were observed and another boston scientific system was successfully implanted. Only the device was returned for analysis.